Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Screw backed out of plate. Revision surgery required to replace plate.

Manufacturer narrative:
Additional information has been provided regarding this compliant investigation. H3. Yes. H6. Medical device problem code: 3083. Component code: 3026. Type of investigation: 10; 3331. Investigation findings:170. Investigation conclusions: 23. H7. Recall. H9. 2027467-4/16/2021-r. H10. Atec initiated a recall 2027467-4/16/2021-r on 04/16/2021 as well as cap-000400 for the insignia system. Review of the returned insignia plate and screws shows signs and wear consistent with the known failure modes associated the hhe 2021-003 and cap-000400 which resulted in 2027467-4/16/2021-r. The blocker torque measured using blocker torque measured using torque gauge torqtrn-003. Blocker #1: lock= 1.77 oz/in. Unlock = 1.28 oz/in. Lock= 1.77 oz/in. Blocker #2: lock 9.02 oz/in. Unlock 10.16 oz/in. Lock 11.26 oz/in. Blocker #3: lock 6.32 oz/in. Unlock 5.20. Lock 6.95. The root cause is likely resistance of the rotational force/torsion is under specification. There was no patient injury reported for this event.